Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited loss of capture. Programming changes were made to restore normal parameters. The patient was asymptomatic.